Event description:
It was reported that the patient with the implantable cardioverter defibrillator presented with syncope. The cause of event was not provided. Further information was requested but not received.